Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was switching out the onboard batteries. The customer also reported that the patient only heard the low battery alarm beep twice prior to the alarm sounding. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
Corrected health professional to patient/lay user. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed split housings. Visual inspection of the internal components of the driver revealed the following: raised top and bottom left housing bosses, raised and fractured right speaker housing boss, a broken connection 1 receptacle cable. Based upon the damage observed during visual inspection, it is likely that the driver was subjected to rough handling or an impact shock. The driver in "as received" condition passed all required functional testing requirements, which included normotensive and hypertensive settings, with no anomalies or alarms. A battery exchange test was conducted and the driver performed as intended with no anomalies. There was no evidence of a device malfunction, and the customer reported issue was not functionally duplicated. The root cause is unknown but the damage observed is consistent with an impact shock. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while the patient was switching out the onboard batteries. The customer also reported that the patient only heard the low battery alarm beep twice prior to the alarm sounding. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.